Event description:
Facility alleges that dialyzer leaked at start of tx. Pt was moved to another machine with a dry pack and new venous and arterial lines. No further complications reported. No pt involvement reported. No blood loss reported.